Event description:
The customer obtained a falsely high result on one patient sample for the total thyroxine (t4) assay on an immulite 1000 instrument. The initial result on the patient sample when run on the immulite instrument was low, but when repeated the result obtained was higher than the initial result (normal range). Slope adjustments and quality control samples were within specifications the day the sample was run. The initial and repeat results of the patient sample were not reported to the physician(s).

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse found that tubing #87 had a kink between the cover and the syringe housing. The fse fixed the kink and ran water through, verified dispense volumes and pipettor positions, and ran quality control tests. The results obtained were within accepted specifications. The customer ran the falsely high patient sample again after the fse visit and the <1 ug/dl result was confirmed. In addition the customer sent the sample to another facility to be tested and the result was in agreement with the result obtained on the immulite 1000 instrument. The cause of the falsely high t4 value obtained on one patient sample was due to the kink in tubing #87. The instrument is performing according to specifications. No further evaluation of this device is required.